Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the patient had the lead replaced. The patient was rear ended on (B)(6) 2015, which could be related to the reported issue, had x-rays done and it was determined the lead had moved. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical devices: product type: lead, product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, (B)(4).

Event description:
The patient reported he met with the manufacturer representative who tried to reprogram the device, after which the patient then saw another person. The patient was scheduled for a revision "next thursday" because of a lead issue. The lead was going to be taken out and a paddle lead put in. The patient noted "there will be three leads instead of one." No patient symptoms or outcome were reported. Additional information received from the manufacturer representative reported that the doctor had x-rays done, which showed a lead migration. The doctor then referred the patient for the paddle lead placement. Follow-up was being conducted to determine patient symptoms, cause of the event, and patient outcome. If received, a supplemental report will be submitted. Indication for use includes non-malignant pain.

Manufacturer narrative:
Due to I(B)(4) harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient got the implantable neurostimulator for his neck and herniated discs at c5 and c6. The lead was replaced because he was not getting coverage. It was noted that the lead moved due to a car accident. There were no further complications reported or anticipated.